Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer's blood glucose was 89 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.